Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the instrument was performing as expected at the time the event occurred and afterward. Quality controls (qc) for levels 1, 2 and 3 were within specifications. A siemens headquarters support center (hsc) specialist reviewed the instrument data which indicated that there is no reagent or instrument issues associated with this event. Hsc has concluded that this issue is an isolated event specific to sample handling and or sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in triplicate in a small sample cup (ssc) on the same instrument, resulting higher. The sample was then repeated on the same instrument, using an alternate sample ID, resulting higher than the first repeats. The patient was redrawn, and the redraw sample was tested on the same instrument, resulting in accordance with results from a point-of-care instrument. The redraw result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.